Event description:
Rec'd report from affiliate of pt with 3mm corneal ulcer and keratitis od after 12-13 days of daily wear. The ulcer was located at 2 o'clock position. The pt was treated successfully with "antibiotic cream" and told to return if symptoms returned. Visual acuity reportedly was not compromised. This injury is being reported as serious due to the reported size of the ulcer. The eye care provider states the ulcer was not infectious but was "not sure." The lot history review for lot l0005gc revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed.

Manufacturer narrative:
Device labeling single use or reuse.